Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. Review of the provided case imagery and the device photographs revealed calcification present on the sinotubular junction (stj) and native leaflets. The post procedural device photograph revealed a longitudinal balloon burst. The delivery system was fully inserted through the sheath with the distal end existing out of the sheath. Evidence of sheath delamination observed, as well as withdrawal difficulty as the bust balloon is slightly bunched towards the distal end. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints related to the complaint codes. Complaint history review from (B)(6) 2020 to (B)(6) 2021 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate complaint event. No manufacturing non-conformances were identified in the returned samples. Available information suggested patient and/or procedural factors may have contributed to the reported events. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the review of the provided case imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, 'during removal of commander and esheath there was resistance met by physician when trying to pull commander into esheath'. The balloon burst altered likely the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. The delamination observed on the sheath and the distal bunching of the inflation balloon is indicative of the reported withdrawal difficulty event. Available information suggests patient factors (valvular calcification) may have contributed to the delivery system balloon burst during valve deployment. The ruptured balloon likely contributed to the reported withdrawal difficulties of the delivery system. Procedural factors (balloon burst, withdrawal difficulties, manipulation of the devices) may have contributed to the dissection of the femoral artery and subsequent placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2021-02232.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
During a transfemoral tavr procedure, the commander delivery system balloon ruptured during deployment of a sapien 3 ultra valve. As reported, the 26mm commander delivery system balloon ruptured during deployment of a 26mm sapien 3 utlra valve due to the narrow and highly calcified stj. The stj diameter, with calcium, was smaller than the outer diameter of the delivery system balloon. Resistance was encountered during the attempt to pull the delivery system back into the esheath. The esheath and delivery system were removed together as a unit. Upon inspection of devices on the back table, a linear tear was noted on the balloon and the tip of esheath appeared to be damaged. Femoral angio also demonstrated a dissection of right common femoral artery. A covered stent was successfully deployed to repair the dissection.